Manufacturer narrative:
The reported versajet hand piece was received for evaluation. A visual inspection was performed on the exterior of product and no damage was observed. The reported complaint could not be replicated during the evaluation; a performance test was conducted and no anomalies were found, the device passed functional tests and was confirmed to be priming as expected.

Event description:
During use of a versajet ii device, the handpiece did not work while correctly performing the procedure by the clinician. The client requests a replacement.

Event description:
It was reported that during use of a versajet ii device, the handpiece did not work while correctly performing the procedure by the clinician. There was not anther versajet handpiece. The surgery was completed with a traditional scalpel. There was a delay of 30min-1h.